Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 13.7 mmol/l and sensor glucose was 3 mmol/l at the time of incident when it triggered threshold suspend. The customer's blood glucose was 9.9 mmol/l and sensor glucose was 7.0 mmol/l at the time of call. The customer stated that there were no bent cannulas. The customer stated that they already put the sensor feature into rest but still not working properly. The sensor will be returned for analysis.